Manufacturer narrative:
B3: the events date is an estimation. The investigation is still in progress. A supplemental report will be provided after completion. H3 : device discarded, single use.

Event description:
The consumer reported two false negative results with binax now covid-19 ag on (B)(6) 2023. The consumer received negative results with binax now covid-19 ag in february, and a positive result at the doctor office. Per the consumer, she was symptomatic. This MFR. Report addresses test two (2) of two (2) tests. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported two false negative results with binax now covid-19 ag on unknown dates. The consumer received negative results with binax now covid-19 ag in february, and a positive result at the doctor office. Per the consumer, she was symptomatic. This MFR. Report addresses test two (2) of two (2) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 177523 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-100/ lot 177523 and device part number 195-430h/ lot 172525. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot. 177523 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. D4: expiration date d4: UDI number

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 177523 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-100/ lot 177523 and device part number 195-430h/ lot 172525. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot. 177523 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. D1 - brand name. D4- lot number. D4 - catalog number. H6- impact code h3 other text : device discarded, single use.

Event description:
The consumer reported two false negative results with binax now covid-19 ag on (B)(6)2023. The consumer received negative results with binax now covid-19 ag in february, and a positive result at the doctor office. Per the consumer, she was symptomatic. This MFR. Report addresses test two (2) of two (2) tests. No additional patient information, including treatment and outcome, was provided.